Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. On an unknown date, the patient was hospitalized for peritonitis and another indication. The same day as the event onset, the patient was treated with vancomycin injection (1000mg, intraperitoneal, every 3rd day, ongoing) and ceftazidime injection (1000mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment with vancomycin was discontinued. On an unknown date, the patient began treatment again with vancomycin (1000mg, every 3rd, intravenous, ongoing) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.